Event description:
Pt has experienced a whistling sound coming somewhere near the junction between the extension set and IV tubing (antisiphon valve) only when the pump is running (not in the ramp up mode though). The dr has replaced the extension set and a new tubing was used last night (7pm-7am tpn infusion) and the sound is still occurring. No fluid is leaking anywhere and the infusion seems to be infusing over the 12 hrs as ordered. The rptr is not sure what is causing the whistling sound (defective antisiphon valve? Rptr will try to retrieve the tubing the pt used last evening and recommend that pt save and return to the rptr the tubing from any whistling occurrence in the future so that they can further evaluate the etiology of this strange situation).